Event description:
It was reported by the affiliate that during a high anterior resection procedure, after cutting the rectum by the cutter and anastomosed, the staples were not formed properly. Then the anus side was cut by open cutter product and the circular was used to anastomose. The operation was finished without any problems. Another device was used to complete the procedure. The surgeon comments that target tissue did not seem to be so thick and not multiply-stacked and the device was fired without much difficulty. Staples were malformed along whole circumference. As a result, total procedure took about 7 hrs in this case whereas same procedure is usually finished within 3 hrs. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.